Manufacturer narrative:
H10: a philips authorized service provider (asp) confirmed the reported issue but was unable to provide a device diagnostic report to confirm issue. The customer was provided a proposal for corrective service but declined service and repair. No additional details, nor the final disposition of unit were provided. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E1: reporting institution phone (B)(6). Reporter phone (B)(6).

Event description:
Philips received a complaint from the customer reporting an overvoltage protection circuit failure (ovp) circuit failure on the v60 ventilator. The issue was identified during setup for clinical use. The device was exchanged for an alternative ventilator and removed from service. There was no report of patient harm.